Event description:
It was reported that during the procedure in the marginal branch of the calcified and tortuous circumflex artery, predilatation was performed, the multi-link 8 stent system was advanced, but resistance was felt due to the tortuous vessel and the stent system could not cross to the lesion. An attempt was made to remove the stent system through the non-abbott guiding catheter; however, resistance was felt. Force was applied and the stent dislodged in the guiding catheter. The stent was successfully retrieved using a lasso. A non-abbott stent was successfully deployed to complete the procedure. There was no adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4) - excessive force, incorrect removal. (B)(4). Eval summary: the inability to cross the lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the stent delivery system (sds) or the stent implant, interactions with other devices, or accessory device support and is not generally associated with a product quality deficiency. In addition, difficulty removing the sds through the guiding catheter may be related to factors such as anatomical conditions, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, damage to the guiding catheter, or procedural technique. Also, potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the pt anatomy, or from an interaction with accessory devices. The return of the multi-link 8 may have aided the eval in determining a cause for the reported complaint. However, since there was no note of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. Based on the info provided, the lesion was calcified and tortuous, which likely contributed to the difficulties experienced. If the stent interacted with the tortuous and calcified lesion during an attempt to push and pull the device against resistance, this can cause the stent to become disrupted on the balloon, thereby facilitating stent dislodgement upon removal. The reported removal of a foreign body appears to be a secondary effect of the reported dislodgement as the dislodged stent was retrieved with a snare device. It should be noted that the multi-link 8 instructions for use (IFU) warns: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. Based on the info received from the complaint, the reported failure to advance, difficulty removing the sds and subsequent stent dislodgement appears to be related to circumstances of the procedure and not a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. All stent delivery systems are 100% visually inspected online for stent damage, stent placement, and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is destructively tested for stent movement to verify stent security.